Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 694758 lead, implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient felt weird in their heart. It was also reported that the right atrial (ra) lead exhibited an impedance spike. Increased/varying impedances and mode switching were noted. The lead remains in use. The patient is a participant in the post approval clinical surveillance (pacs) study. No further patient complications have been reported as a result of this event.